Event description:
It was reported that the patient presented in the emergency room as the right-ventricular (rv) lead exhibited inappropriate high-voltage therapy due to noise-oversensing. The rv lead exhibited low defibrillation impedance as a result of externalized conductors as well. As a resolution the rv was explanted and replaced. The patient condition was stable.

Manufacturer narrative:
Correction: h10 - related report numbers in 2017865-2025-1002156 submitted on 10 oct 2025 should have included "2017865-2025-1002158".

Manufacturer narrative:
Correction: h10 - the explant date of the rv lead reported in 2017865-2025-1002156 submitted on (B)(6) 2025 as "(B)(6) 2025" is corrected to "(B)(6) 2025".